Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch due to impedances out of range greater than 3000 ohms. The patient experienced symptoms while doing the threshold test, and afterward complained of a headache. Later that day, the patient reported that the lead was damaged and when they were near the remote monitoring system they could feel their heart beating strong. Fluoroscopy determined there was damage to the insulation. The lead was explanted and replaced with another device manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory only the terminal segment of the lead was returned and analyzed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead was sent for more detailed testing, and it was determined that the outer ends of the distal segment were severed. The allegation of impedance/insulation issues were not able to confirmed, and the severed lead was noted as likely induced during explant procedure.